Manufacturer narrative:
The suspect device was returned for evaluation. On visual examination no obvious physical defects were observed. There is displacement of the plunger stem's position from the transducer actuator, but no damage or signs of wear could limit movement. The complaint was confirmed. A search of the complaint database was performed and one similar complaints for this lot number was found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during use the device leaked from the device. A new device was used to continue monitoring the patient. No patient injury.